Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from the customer. If the information is provided, it will be reported accordingly.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed power up fault code# 14. The customer did not request getinge service. This event occurred before use on a patient. There was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed power up fault code# 14. The customer did not request getinge service. This event occurred before use on a patient. There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found power up fault code# 14. The fse replaced the scroll compressor, retested the system and the problem was resolved. The iabp unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed power up fault code# 14. The customer did not request getinge service. This event occurred before use on a patient. There was no adverse event reported.